Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked case at the display window corners, a cracked reservoir tube, cracked display window, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer experienced high blood glucose of 421 mg/dl. It was also reported that the insulin pump alarmed motor error and a no delivery during bolus delivery. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.